Event description:
It was reported that device detachment occurred. When the opticross catheter was removed from the packaging, the physician noticed that the telescope did not pull out. The physician tried many times to pull out the tip sheath, however, the sheath separated from the catheter. A different device was used to complete the procedure. There were no patient complications and the patient status was stable.

Event description:
It was reported that device detachment occurred. When the opticross catheter was removed from the packaging, the physician noticed that the telescope did not pull out. The physician tried many times to pull out the tip sheath, however, the sheath separated from the catheter. A different device was used to complete the procedure. There were no patient complications and the patient status was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was detached at the lapjoint section. No other visual damages were noted. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. It was observed that the catheter was able to fully retract and fully advance.